Event description:
Revision due to significant pe-debris. MFR ref #3005180920-2015-00043.

Event description:
On july 15, the (B)(4) made the following analysis: "from the wear test of this component there are a production of 50 mg of wear every 1 mio cicles. This component has been implanted for 8-years, normally we expected a maximum of 400 mg of poly wear. If we have 400 mg of wear with this combination of head and liner, it corresponds to a migration (head in the liner) of 1.6mm. From the x-ray received it is not possible to measure the migration. Only receiving the explanted components we will be able to verify if the wear is in accordance with the results measured during the validation test". On july 24, 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed. Ref MFR #3005180920-2015-00043.